Event description:
Rupture of right silicone implant caused by domestic physical abuse. This was a terrifying event (the rupture) and caused years of living in a tremendous amount of denial and debilitating fear.